Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 418 mg/dl. The customer¿s current blood glucose value was 343 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown that the insulin pump was on auto mode or not. No further complications were reported. The device will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.